Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and corrective actions for the device described in this report. A maquet service technician had another pump sent to the customer and the reported pump returned for evaluation. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
(B)(4).